Event description:
L essure inserted without complication. R essure did not release completely and partially pulled from the r fallopian tube, remnant of r essure protruding from r fallopian tube into the uterine cavity.